Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report non-reproducible, higher than expected troponin es results were obtained from two different patient samples when using vitros troponin I es (tropi es) reagent lot 5610 on a vitros eci immunodiagnostic system. Patient 1 vitros tropi es result of 0.058 ng/ml versus the expected result of <0.012 ng/ml. Patient 2 vitros tropi es result of 0.061 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher-than-expected vitros tropi es patients sample results were not reported from the laboratory. There was no allegation of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected troponin es results were obtained from two different patient samples when using vitros troponin I es (tropi es) reagent lot 5610 on a vitros eci immunodiagnostic system. The assignable cause of the event was determined to be an instrument related issue. A diagnostic within run precision test was performed and the results were outside of ortho acceptable guidelines, indicating an instrument issue was the likely contributing factor. An ortho field engineer (fe) performed service actions that included replacing the incubator roller, well wash filter, signal reagent probe, reagent metering probe and the reagent metering pump. The instrument to returned to expected operation following the ortho fe service actions. A review of historical qc fluid performance indicates a vitros tropi es lot 5610 was performed as expected and a reagent issue was not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. The performance of the vitros tropi es reagent lot 5610 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Furthermore, pre-analytical sample processing could not be ruled out as a contributing factor for all three patients, as it was established that the customer was not following the sample collection device manufacture's recommendation for sample centrifugation. Therefore, cellular debris, due to poor sample preparation, was likely present in both patients affected samples, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropi es reagent lot 5610.